Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient faced an event of diabetic ketoacidosis. Patient also experienced high blood glucose level. Blood glucose level was 1000 mg/dl at the time of the event. Patient was admitted to hospital. The duration of hospitalization was 6 days. Patient was found positive for high ketones. Patient was treated with insulin. No further information was available. To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6006942 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with (wi)- ver14, version.16, version.18. Test on returned unused/used/reference samples, 5 samples out 5 samples passed the test. Functional test 1 according to with wi- version.10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi- version. 25 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test functional test 1 according to with wi- version.10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test a batch record review was conducted resulting in the following: the lot 6006942 was manufactured according to the document version 78 on the packing process in the machine 8 and 12, on 01-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006942 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples buid-umd version 11 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to work instruction (wi) version 33. Test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction (wi) version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction (wi) version 25 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test functional test 1 according to work instruction (wi 07 version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test a batch record review was conducted resulting in the following: the lot 6006942 was manufactured according to the document version 78 on the packing process in the machine 8 and 12, on 01-may-2024, with a total of (B)(4) units. Review of the device history records (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance raised during production. No further actions are required

Event description:
To date no additional patient or event details have been received.